Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited suboptimal but in-range measurements at implant. It was noted that the physician encountered difficulty placing the lead as several attempts were required; the steroid eluting collar was suspected to have dissolved prior to the final positioning. As it was suspected that lead measurements would improve after several days the patient presented for follow-up several weeks post-implant. Measurements at follow-up had deteriorated since implant; an x-ray was obtained confirming the lead had perforated the rv wall. A revision procedure was performed wherein the lead was surgically abandoned and replaced; a pericardiocentesis was performed to resolve the perforation. No additional adverse patient effects were reported.